Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma at the implantable cardioverter defibrillator (ICD) site. Surgical intervention was required to treat the hematoma. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse called to report that the patient developed an infection after the hematoma; however, a follow up with the patient's healthcare provider yielded that there were no infection. The device was removed and a new device was implanted.